Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, the cartridge broke at the implantation stage and consequently led to damage of the implanted lens. The lens was later removed in a secondary procedure. There was no further impact to the patient.